Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01782. It was reported that patient could not connect to their lead and received the error message "could not deliver therapy." As a result, was receiving ineffective therapy. Surgical intervention took place where the leads was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.